Manufacturer narrative:
On 1/30/2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown. Hence, patient code capsular contracture has been added to field h6 on this form. No code available has also been added for surgical intervention under field h6. On 2/20/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon secondary review of all the information provided, it was decided to remove generalized illness and add autoimmune disorder to more accurately capture the reported event as lichen planopilaris alopecia was also reported. Symptoms reported were sebum overproduction, lichen planopilaris alopecia (autoimmune), new food intolerances, headaches, nausea, vertigo, ringing in ears. Date of implant was updated to (B)(6)2002 (field d6 updated); date of explant was updated to (B)(6)2015 (field d7). Patent code granuloma was added to field h6. After the patient had the devices removed on the left side, a mammogram showed a palpable abnormality in the area of the rupture on the left side. On (B)(6)2016, it was excised and determined to be silicone. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: sick, sinus infection, rosacea, vertigo, dizziness, and left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implants on both and was presented with being sick, sinus infection, rosacea, vertigo, dizziness, and left rupture was discovered during explantation surgery on (B)(6) 2015. Complete capsulectomy on left side was performed. This report is for the patient¿s left-sided device.